Event description:
Complaint (B)(4). Path tabs general investigation. Patient & reporter information. Product information. Related complaint no: (B)(4). Country of event: united states of america event date: 6/10/2025. Crm case issue (B)(4). Crm case created by: (B)(6). Closed date decision. 30 day- reportable. Support case (B)(4). Case issue (B)(4). Owner: (B)(4). Status: opened. Regulatory awareness date: 6/10/2025. Crm case: (B)(4). Created by crm integration user: 6/13/2025, 11:41 am. New information date: distributor incident reference number reopen rationale. Product category alarm 34 - motor_hall_effect_fail. Error code. Bg level mg/dl not provided. Bg level mmol/l not provided. Device functional MDR decision tree with alarm orr decision outcome. Imdrf codes quick add: quick entry, annexa, annexe, annexf, complaint summary it was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.